Event description:
A customer reported failed aab proficiency testing for progesterone iii (prog iii) on the aia-360 analyzer. A technical support specialist (tss) spoke with the customer's medical director (md) and the md stated the prog iii failed the higher value for aab two (2) times. All survey failures were above assay range of 40 ng/ml (prog iii range is 0-40 ng/ml). There were no quality control (qc) issues prior to analyzing samples. Tss suggested the customer use cap survey samples instead of aab due to a greater amount of participants or report greater than 40ng/ml as result since greater than 40ng/ml is an allowable result to pass survey. Tss also suggested the customer confirm the offline dilutions, since it was done manually and could potentially have room for human error. These errors may include the customer potentially making the offline dilution incorrectly, a mathematical error, or the pipettes used to dilute the survey may need servicing or calibration. No further action required from the tss. The customer will follow up with tosoh for any further assistance. The aia-360 analyzer is functioning as expected. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period the st prog iii analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. The most probable cause of the reported event could not be established.